Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away at home while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received 17 appropriate treatments during vf. At 10:43:32, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vf with motion artifact. The patient's post-shock rhythm was vf with motion artifact. At 10:43:55, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vf with motion artifact. The patient's post-shock rhythm was sinus beat degrading to vf with motion artifact. At 10:44:23, the patient received the third appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was asystole with motion/tactile artifact and unconducted p waves. At 10:47:12, the patient received the fourth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus tachycardia at 100 bpm with pvcs/nsvt degrading to vf. At 10:48:27, the patient received the fifth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vt at 270 bpm. At 10:48:54, the patient received the sixth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vf. At 10:49:28, the patient received the seventh appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was asystole with motion/tactile artifact and unconducted p waves. At 10:51:14, the patient received the eighth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus rhythm/tachycardia from 80-140 bpm with pvcs /nsvt degrading to vf. At 10:52:01, the patient received the ninth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus rhythm at 70 bpm with pvcs. At 10:53:21, the patient received the tenth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vf. At 10:53:54, the patient received the eleventh appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vt at 280 bpm. At 10:54:28, the patient received the twelfth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vf. At 10:54:59, the patient received the thirteenth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was asystole with motion/tactile artifact and unconducted p waves. At 10:57:06, the patient received the fourteenth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vt at 290 bpm. At 10:57:38, the patient received the fifteenth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus beats with pvcs followed by a pause degrading to vf. At 10:58:09, the patient received the sixteenth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus bradycardia at 40 bpm with hb degrading to vf. At 10:58:43, the patient received the seventeenth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus bradycardia at 40 bpm with hb. At 10:59:31, the patient's rhythm was sinus bradycardia at 20 bpm with hb degrading to asystole with unconducted p waves. From 11:24:23 to 11:26:04, the patient's rhythm was an idioventricular rhythm at 20 bpm degrading to asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.

Event description:
Per additional information, the patient received 7 additional inappropriate treatments. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. Per continuous ECG recording, the patient was last seen in asystole with motion artifact until the electrode belt was disconnected at 14:54:25 on 2/6/2022. A us distributor contacted zoll to report that a patient passed away at home while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received 17 appropriate treatments during vf at 10:43:32, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vf with motion artifact. The patient's post-shock rhythm was vf with motion artifact. At 10:43:55, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vf with motion artifact. The patient's post-shock rhythm was sinus beat degrading to vf with motion artifact. At 10:44:23, the patient received the third appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was asystole with motion/tactile artifact and unconducted p waves. At 10:47:12, the patient received the fourth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus tachycardia at 100 bpm with pvcs/nsvt degrading to vf. At 10:48:27, the patient received the fifth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vt at 270 bpm. At 10:48:54, the patient received the sixth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vf. At 10:49:28, the patient received the seventh appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was asystole with motion/tactile artifact and unconducted p waves. At 10:51:14, the patient received the eighth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus rhythm/tachycardia from 80-140 bpm with pvcs /nsvt degrading to vf. At 10:52:01, the patient received the ninth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus rhythm at 70 bpm with pvcs. At 10:53:21, the patient received the tenth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vf. At 10:53:54, the patient received the eleventh appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vt at 280 bpm. At 10:54:28, the patient received the twelfth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vf. At 10:54:59, the patient received the thirteenth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was asystole with motion/tactile artifact and unconducted p waves. At 10:57:06, the patient received the fourteenth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vt at 290 bpm. At 10:57:38, the patient received the fifteenth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus beats with pvcs followed by a pause degrading to vf. At 10:58:09, the patient received the sixteenth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus bradycardia at 40 bpm with hb degrading to vf. At 10:58:43, the patient received the seventeenth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus bradycardia at 40 bpm with hb. At 10:59:31, the patient's rhythm was sinus bradycardia at 20 bpm with hb degrading to asystole with unconducted p waves. From 11:24:23 to 11:26:04, the patient's rhythm was an idioventricular rhythm at 20 bpm degrading to asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.